Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an mr290v humidification chamber failed the leak test on a pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand. The chamber was visually inspected and pressure tested. Results: the visual inspection revealed cracks along the base of the dome, underneath the chamber port. The cracks also displayed stress marks. The pressure test showed the chamber was not performing within specification. A lot check revealed one other complaint relating to the dome cracked for this lot number and one complaint relating to the base of the chamber leaking. Conclusion: we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chambers would have met the required specification at the time of production.